Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was cracked during work and became unusable, preventing device operation and data syncing. Symptoms included no injury and difficulty using the device due to a nonfunctioning display. Outcomes included interruption of insulin pump use and the need for replacement, while the user continued glucose monitoring with a dexcom g7. Customer care provided support that included a review of warranty coverage and arrangements for device replacement and return. Investigation of this case revealed physical damage to the device screen with loss of display function. It was concluded that the device experienced a hardware failure of the display consistent with screen breakage, and a replacement was issued under warranty.